Event description:
It was reported, device developed a hole just under skin which allowed drug to leak into tissue rather than go into vein (infiltrate). No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information: it was reported device was in place for one month and 10 days.